Manufacturer narrative:
Vyaire file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The reported problem was confirmed and replaced the backlight inverter with a known good one and passed. Root cause is the backlight inverter p/n 13609-001 and it will be sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the enve ventilator is having blank screen. The customer confirmed that there was no patient involvement associated with the reported event.